Event description:
The dealer states that the unit was giving low o2 warning. No leaks were found, and several parts have been replaced with the alarm still sticking. Invacare tech advised him to exchange the sieve beds. No further information is available.